Event description:
It was reported that a burr was stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 1.75mm rotalink¿ plus was used to ablate the target lesion. During procedure, ablation was performed twice. The rotational speed was set to 180,000 rpm for about 15 seconds. The burr was moved back and forth upon ablation. Ablation was performed slowly in the tortuous distal part of proximal rca to mid rca. It was then noted that the burr got stuck in the lesion. Another wire was inserted and pulled the rotalink out by changing the angle with a balloon catheter and a micro catheter. Procedure was completed with another of the same device then a non bsc device were used and a stent was deployed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).